Manufacturer narrative:
Analysis of the returned device shows that exponent has performed an analysis of a retrieved disc. The disc is made up of the following components: two titanium shells, two titanium retaining wires, a polycarbonate urethane nucleus (pcu), a segmented polyurethane shell (spu), and two titanium seal plugs. The sheath was no longer intact, with signs of iatrogenic damages and areas of minor wear. Minor adhesive abrasive wear was noted on the nucleus using macroscopic techniques; however, the shiny smooth texture was intact. The articulating surface of the shells had signs of severe damage consistent with third body wear. The disc was explanted after 4.4 years in vivo. The observations of abrasion from optical microscopic examination and white light interferometry support wear as the most likely mechanism for the height loss rather than creep. Evidence of damage to the articulating surface of the shells consistent with third body wear was found. No evidence of damage was found that would suggest a defect in manufacturing or processing of the implant components. Analysis revealed broadening of the spectra of the nucleus consistent with soft segment rearrangement in the pcu.

Event description:
It was reported that a patient underwent an unknown procedure with disc implantation. The patient returned with neck pain and pseudoradicular pain in the right shoulder and upper arm. A revision was done to remove the collapsed disc. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.